Event description:
The customer contacted stryker to report that defibrillation charge is incomplete on their device. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced part at the product analyses center (pac) and the technician was unable to duplicate the reported issue. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that defibrillation charge is incomplete on their device. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. Reviewing the device electronic record it was observed that the device power cycled instead of delivering a synchronized shock. The therapy pcb assembly was replaced as precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.